Event description:
It was reported that the patient had an infection at the neck incision site. The patient was reported to have picked at the site and caused the infection. Patient went back into surgery to have the incision opened up and cleaned. Wound was closed. Patient had a generator replacement in july; however, the neck incision was not opened. The implanted generator and lead passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received.

Event description:
The patient underwent full vns explant and replacement due to infection. Product return and device evaluation is not necessary as the reported infection is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR?, code 81: device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Manufacturer narrative:
H3. Device evaluated by MFR? - correction - no should have been checked and code 81 should have been included in initial MDR. H3. Device evaluated by MFR?, code 81, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.